Manufacturer narrative:
Follow-up # 1 date of submission 4/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 3/17/2017 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint. The battery compartment and battery cap were intact and the battery cap could be fully tightened onto the pump. The pump powered on normally with no overheating or alarms duplicated during the investigation. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. The investigation was unable to duplicate the initial ¿temperature¿ complaint. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was overheated during a battery change. The reporter stated that the patient changed the battery, but the pump remained overheated. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.